Event description:
It was reported that there was a pixel issue on the customer's pump display, affecting their ability to interact with the pump or read the screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.